Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded codes 1004 and 1006 indicative of a short within the associated competitor lead and shock into a shorted lead condition respectively. It was further noted that the device aborted several shocks due to the observed shorted condition during an episode of ventricular tachycardia (vt) for which available information indicates the patient may have been externally cardioverted. Information was later received indicating a revision procedure was performed at which time this system was explanted and replaced with competitor product. No adverse patient effects were reported.